Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and to correct information provided on the initial report. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely unexpected stress was applied to the cable unit due to the handling of the user, resulting in a failure and no images. In addition, it is considered that the cable unit failed due to aging since it was ten years old from the delivery. The instructions for use have the following statement which can prevent the event: "never excessively bend, pull, twist, coil, squeeze, or crush the camera cable. Doing so could damage the camera cable.".

Manufacturer narrative:
The unit was returned to the service center for evaluation. The customer¿s complaint of "image goes in and out, blacks out at random times" was confirmed due to faulty cable unit. The manipulation of the cable boot next to video connector causes the image to cut in and out. The investigation is ongoing and if additional information is received this report will be supplemented accordingly.

Event description:
The service center was informed that the camera head image would intermittently display and black out at random times. There was no report of patient involvement.